Event description:
The pt was admitted for shortness of breath, fever, altered mental status and respiratory failure. He was given a nebulizer treatment via a pulmanex hi-ox mask with an aerosal adapter. The nebulizer attachment was mistakenly placed in the exhalation port, while the nebulizer port remained capped. The nebulizer attachment fits properly into the exhalation port, which appears to have caused some confusion. The pt was found with decreased responsiveness and required intubation and transfer to ICU.